Manufacturer narrative:
Exact date of death and event is unknown; therefore, is approximated.

Event description:
It was reported that a death occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure and a 27mm watchman laa closure device was implanted. The procedure was successfully completed without complications. After the case while in recovery, patient developed hemoptysis, and a perforation to the pulmonary vein was identified, which was caused by the non-bsc trans-septal sheath. Heparin was reversed and patient was turned to left side to promote clotting. The bleeding resolved and patient was discharged home. Approximately, 2-3 days post-procedure, the patient had a sudden cardiac event resulting in sudden unknown cardiac death. The cause of death is unknown at this time, but does not seem to be related to the pulmonary vein perforation, per physician. No further information is known at this time.